Manufacturer narrative:
Unable to confirm serial number.

Event description:
The customer reported a ventilator that was initially reported with an "error in position" - this was clarified as a vent inop condition as exhibited by diagnostic code 1012 (air valve liftoff failure). No patient involvement / harm.

Manufacturer narrative:
The power supply and main board were returned to the manufacturer's failure investigation lab for evaluation. Visual inspection: power supply (row #1)- visual inspection of the power supply revealed no evidence of damage or contamination. Main board (row #2)- visual inspection of the main board revealed no evidence of damage or contamination. Resolution and disposition: test #1: the power supply and main board were installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventialtor did not power on from ac and deliver breaths, and displayed the vent inop diagnostic code 1012. The ac led indicator light turned on successfully. Repair as a result of test #1: during debugging found f1 fuse open on the power supply. The f1 fuse was replaced on the power supply. Final evaluation: the power supply and main board was installed in the fi test ventilator. An attempt was made to power up into normal ventilation mode. Final evaluation results: did the test vent power up and deliver breaths: yes. Did the ac led indicator turn on: yes. Did the fi test ventilator pass est test: yes. Did the test ventilator vent inop and displays 1012 error code: no. Did the ventilator operate for 2 hours without failures: yes. Did executing post 25 times generate any failures: no. Root cause: the f1 fuse open on the power supply generated the vent inop 1012 error code.